Event description:
It was reported that the user experienced a pairing failure between a new dexcom g7 sensor and the ilet, resulting in a period without cgm connectivity and subsequent high glucose while off the sensor for a few hours; pairing was later completed with assistance, and education was provided. Symptoms included hyperglycemia with a reported peak of 271 mg/dl and alerts for sustained readings above 180 mg/dl. Outcomes included transient impact to glucose control without use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer support troubleshooting and guidance to complete pairing and restore cgm communication. Investigation of this case revealed a connectivity/pairing issue limited to integration between the g7 and the ilet that resolved after successful pairing. It was concluded, based on previously established findings for similar reports, that user-device communication disruption during sensor transition was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.